Event description:
It was reported that the patient was scheduled to have the inflatable penile prosthesis revised for unspecified reasons. Additional information received indicated the reason for the revision was due to the device failing as it would not inflate.